Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-24272. It was reported the patient is unable to feel stimulation. X-rays indicated the lead pulled out of the extension. Surgical intervention was undertaken and the patient's extension was explanted and replaced. The patient reported effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.